Event description:
Surgeon reported a case of overcorrection after a lasik surgery. A second surgery to correct overcorrection was performed but the patient still does not have a good visual acuity. Surgeon stated that he had to decrease the power of the laser. Add'l info has been requested. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).